Manufacturer narrative:
.

Event description:
It was reported that the recently implanted vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed high impedance (impedance value= 10,000 ohms). The patient¿s device was subsequently disabled. The patient had a bad drop seizure the week prior to the office visit which was believed to have caused the reported high impedance observation. The patient¿s device was last tested at implant surgery. The patient underwent surgery on (B)(6) 2014. During the procedure, the surgeon reinserted the lead pin into the generator header and diagnostic results showed lead impedance within normal limits (impedance value ¿ 3709 ohms). Post-operative diagnostics again showed lead impedance within normal limits (impedance value ¿ 3241 ohms).